Event description:
The pt originally had an aortic valve replacement (avr) on (B)(6) 2001 for congenital valve disease, and had re-do avr with a porcine valve on (B)(6) 2012 at (B)(6). The pt died on (B)(6) 2013. An autopsy demonstrates a mycotic aneurysm/pseudoaneurysm of the ascending aorta with rupture, abscess formation of brain, and evidence of pulmonary fungal infection. Developed headaches, fever, bilateral leg spasms around (B)(6) 2013. On (B)(6) 2013 admitted to a hospital near her and was transferred to (B)(6) for an subarachnoid hemorrhage.